Event description:
Plaintiff alleges being diagnosed with an allergy to latex from her exposure to latex gloves. As a result of this allergy, plaintiff alleges that she is subject in the future to one or more anaphylactic reactions to latex, has suffered substantial injury pain and suffering as well as economic loss.